Event description:
Reportedly, during an implantation on (B)(6) 2025, a high threshold of approximately 3¿5 v was observed with the vega r45. Multiple attempts were made to implant the lead into the appendage, but the high threshold still persisted. The number of turns of the extension/retraction butterfly tool was within the specified maximum. Finally, a new vega lead was implanted at the same position, and the procedure was successfully completed.

Manufacturer narrative:
Analysis synthesis: non-lead review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Upon reception, the fixation mechanism was not working despite cleaning of the screw housing. All electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, as well as adequate insulation between electrical lines on each part (distal, lead body and proximal) of the lead. The difficulty to extend the screw during the investigation suggests that it may not have been fully deployed during implantation, resulting in an inadequate fixation to the ventricle. Based on the investigation results, a lead malfunction is not suspected. The issue is more likely related lead position or lead contact issue, which can occur during implantation procedures. These events are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during an implantation on (B)(6) 2025, a high threshold of approximately 3¿5 v was observed with the vega r45. Multiple attempts were made to implant the lead into the appendage, but the high threshold still persisted. The number of turns of the extension/retraction butterfly tool was within the specified maximum. Finally, a new vega lead was implanted at the same position, and the procedure was successfully completed.